Event description:
Through a clinic survey, a patient reported that they discontinued pd therapy due to a serious infection. There were no recorded issues with a fresenius device, or product in relation to the reported event. No further information was provided. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Clinical review: there was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s infection; however, no additional information was obtained. Patient demographics, nature and cause of the infection, medical intervention required, and the patient¿s current disposition remain unknown. There was no indication this event was related to the performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s infection. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review could not be performed as the customer information was unknown. An investigation of the device history records (DHR) was unable to be performed as no potential lot numbers were identified. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.